Event description:
It was reported that a pt sustained second degree burns after laser hair removal treatment to the lower legs. It was further reported the pt is in the process of healing. No medical intervention was reported.

Manufacturer narrative:
A lumenis technical specialist found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Reasonable attempts were made to obtain additional event information from the user facility. Should further information become available, lumenis will file a follow up MDR.